Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance measurement of greater than 125 ohms. It was noted this was a gradual rise likely physiologic. Technical services (ts) discussed options with the health care professional (hcp). This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.